Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alarm. The customer also stated he had bolused multiple times, but his blood glucose remained high. The customer stated he had delivered 40.5 units of insulin and his blood glucose was 437 mg/dl. The customer declined to troubleshoot for high blood glucose. He stated his blood glucose had declined to 83 mg/dl by the end of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.